Manufacturer narrative:
Citation: mirolo a et al. Pacemaker memory in post-tavi patients: who should benefit from permanent pacemaker implantation? Pacing clin electrophysiol. 2018 jun 21. Doi: 10.1111/pace.13422. [Epub ahead of print]. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the rate of ventricular pacing according to post-transcatheter aortic valve implantation indication for permanent pacemaker implantation using recorded pacemaker memory. All data were collected from a single center between october 2009 and january 2017. The study population included 87 patients (predominantly female; mean age 84.0 ± 6.8 years), 13 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 2 deaths occurred. The deaths were due to unspecified causes and the 2 patients were not included in the final study analysis. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implantation, complete atrioventricular block (persistent/paroxysmal), atrioventricular block, new-onset persistent left bundle branch block (with a prolonged pr interval/hv interval), right bundle branch block with prolonged hv interval, and atrial fibrillation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.